Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e60z, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0e60z, implanted: (B)(6) 2013, explanted: product type: lead. Product ID: 3037, lot# serial# (B)(4) product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that circuits #0, #1, and #2 on the proximal segment of the lead had intermittent shorts at the distal end of connector #0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had low impedance less than 50 ohms on electrode 2. The implantable neurostimulator (ins) had normal battery depletion. The diagnostic testing or troubleshooting performed was impedance testing and reprogramming. The action required as a result of the event was replacement planned for today. It was unknown if the issue was resolved and the cause of the issue was possibly bariatric weight loss surgery. There were no patient symptoms or complications and the patient status was alive with no injury. The ins and lead would be returned.